Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that over the weekend, the imaging system was down per the sites request because the sites mobile viewing station (mvs) batteries which powered the ups weren't charging. The site didn't want to use the imaging system because of that reason. This had happened back on (B)(6) 2019 and the representative was notified 08/04/2019 of this complaint. The site was moving forward with replacements of third-party parts as they wanted the system up and running for cases. A representative went to the site and they installed an inrush suppressor. There was no patient present when this issue was identified. No additional information was provided.